Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The patient's long term hospitalization was noted to be related to their deteriorating condition and unrelated to the implanted products. Based upon the patient's condition, no further testing was performed and no interventions have been planned or undertaken.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited out of range pacing impedance measurements resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Oversensing of noise was observed following activation of the lss. It was noted that the patient had been in the hospital for approximately 7 months, was intubated and non-responsive and had also recently undergone a shunt replacement on the opposite arm. Boston scientific technical services (ts) discussed troubleshooting and programming options. The physician planned to continue monitoring. No adverse patient effects were reported.